Event description:
It was reported via company representative that the insulin pump had a low battery life. The battery only lasted for a week. The blood glucose reading was unknown.

Manufacturer narrative:
The insulin pump was received with a cracked reservoir tube lip, battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection. The insulin pump was monitored, and all operating currents tested within specification range. There was no unexpected low battery alarms noted. The insulin pump was received with intermittent button response due to flattened dome switch on esc button. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.